Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 6x daily. The patient manages her diabetes with humalog insulin (up to 24 units total daily) and lantus insulin (10-15 units at bedtime). The alleged issue began in (B)(6) 2012. The patient could not specify results at that time; however, stated her averages in the memory read "15.2 and 15.7 mmol/l." The patient reportedly misinterpreted the alleged results and did not acknowledge the decimal point between her readings. Based on the alleged results, the patient denied making changes to her usual diabetes management routine. On (B)(6) 2012, the patient visited her physician's office for a booster and pneumonia injection. At that time, the patient requested to have a hemoglobin a1c test performed. The patient's result from the a1c test was 12% which she thought was incorrect based on the readings she was obtaining with the subject meter. A few days later, the patient claims she was not feeling well and her husband found her "unconscious." Emergency medical services (ems) was contacted and transported the patient to the hospital. The patient alleged she was immediately admitted into critical care. The patient reportedly obtained a laboratory result "over 1200." The patient was put on a respirator and was administered intravenous (IV) fluids for about 4 days. The patient could not confirm any other treatment at that time. The patient claims she regained consciousness by the 5th day she was in the hospital. The patient alleged she was hospitalized due to high blood sugar; however, could not confirm diagnosis. At the time of troubleshooting, the customer care advocate (cca) educated the patient that the subject meter was reading in a different unit of measurement, mmol/l. The cca reviewed the meter settings to correctly set the unit of measurement to mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.